Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the site alleged an inaccuracy. The surgeon was navigating accurately and switching between a microdebrider and straight suction when there was a 1cm inaccuracy that was consistent with all instruments, as well as with superficial and deeper instrument placement. The surgeon re-registered the patient and accuracy was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. No further issues have been reported. Software investigation completed. Behavior could not be replicated. A review of the patient archives showed that a large head-frame was included with the registration. Recommendation was made to remove as much of the head-frame as possible before patient registration.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A medtronic representative, following up with the site, reviewed the or equipment setup and operator technique and found no conclusive failure mode, but were able to reproduce posterior inaccuracies with certain sub-optimal tracer registration techniques. The medtronic representative reported that when tracer registrations went over the soft tissue of the temple or the looser skin of the lower eyebrow, yellow or red dots appeared. In cases where there were points on the soft tissue of both sides, but there was an asymmetrical distribution of points, the algorithm would rotate the registration to make one side match and the other side excluded (red). In these cases, all anterior points (nose & canthi) were accurate, but the both tragi would be inaccurate (more-so on the side with red). The direction of inaccuracy was as though the entire registration had rotated. When soft tissue points were collected but symmetrical, the algorithm would leave red points on both sides of the head and not rotate to make one side match. In these cases, checks were accurate at all points. The medtronic representative reported that they were able to get consistently accurate registrations by avoiding the temples and lower brows. These findings were discussed with the surgeon with a focus on consistent tracer registration techniques and proper equipment setup to reduce metal interference. The medtronic representative also completed a refresher training on point merge (an alternative registration available within the software) with the site and instructed the staff on how to save accuracy checkpoints within the application and how to use these checkpoints to quickly correct the issue in future cases.